Manufacturer narrative:
The pump passed the displacement, rewind and basic occlusion tests. No motor error alarm was noted. The pump was unable to prime during the prime test due to faulty force sensor. Unable to perform the occlusion and excessive no delivery tests due to the prime anomaly. The motor was tested outside of the device, and it passed. The pump had minor scratches on the display window, a cracked case at the display window corner, cracked battery tube threads, a cracked reservoir tube, and a cracked reservoir tube lip.

Event description:
It was reported that a customer received a motor error alarm on their insulin pump. The pt's blood glucose level was about 500 mg/dl. The customer stated they went through a metal detector that could have led to the issue. The customer was informed that the pump need to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plant. A new pump was shipped to the customer. No further info was provided.

Manufacturer narrative:
(B)(4). Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.